Event description:
It was reported that the right ventricular (rv) lead had a loss of capture during implant. The lead was removed and an alternative lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted the lead was damaged at implant. (B)(4).